Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial implantation. Subsequently, the patient could feel the bar moving but did not experience any pain. The surgeon indicated the device is disconnected from the rod. The patient had no contributing conditions to the malfunction. The patient underwent a revision procedure approximately two months post-implantation, to remove the current device and implanted a longer size device. There were no complications during the revision procedure.